Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) inappropriately sensed a run of ventricular tachycardia (vt) counts. The vt was misinterpretation by the device which in turn inhibited anti-tachycardia pacing (atp). The patient was subsequently hospitalized and the device was interrogated. The patient was found to be in atrial fibrillation (af) and the device had delivered six shocks in the vt zone and therapy was found to be exhausted with 13 minute durations. Non-sustained vt occurred after therapy was delivered. No adverse patient effects were reported. Remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.